Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a failure, no device found message. Scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that controller tells pt that battery is low, replace battery. Pt put aa batteries in. Pt reports the rtm cord gets hot right where it enters the donut. It is so hot that it burns them. Pt is not able to get the ins charged. The issue started about 2 days ago. Pss had pt plug in the controller in the wall without any battery. The screen came on. Pss had pt put the bp back in. The green light was flashing green indicating it was taking a charge. Pt was concerned ins was at 30% and then went down to 20% and they were not able to charge before they called in. Pss reviewed it could be due to bad rtm. Reviewed we will replace the rtm and they can call back if still not resolved. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rtm. No patient symptoms were reported and no patient harm reported. Upon further review, pss called the patient back on (B)(6)2020 to clarify about rtm cord 'burning'. Patient confirmed they did not have any burn marks or any injury. They confirmed they were referring to the feeling of cord being hot/burning. Patient received their rtm replacement and it's working fine.